Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 3.50mm rebel stent was advanced, but failed to cross due to calcification and it was noted that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded, the stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous hypotube and shaft kinks. The stent is damaged in three locations; 10mm, 18mm, and 24mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 3.50mm rebel stent was advanced but failed to cross due to calcification and it was noted that the stent was damaged. No patient complications were reported.